Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 96 machine leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Visual inspection was performed, and the direct valve (diva) connector was observed to be disconnected, which allowed the leakage. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the disconnected diva which was reconnected to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.